Manufacturer narrative:
A visual and microscopic examination found that the stent was partially deployed by approximately 115mm. Examination of the crocheted stitches noted the presence of a thread like material entangled with the crocheted stitches making it impossible to fully deploy the stent. Once the thread was untangled from the stitches and removed, it was possible to deploy the remainder of the stent without any issue noted. Examination of the delivery system and the deployed stent noted no issues. A labeling review identified that the device was used per the ultraflex esophageal directions for use (dfu). The casue of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. Bsc reference: a00103337 / 687229

Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during an insert of oeso stent procedure on a male patient (weight unknown) in 2008. According to the complainant, during deployment, the deployment suture thread became stuck and complete deployment of the stent could not be performed. The physician removed the device partially deployed, and it was reported that this incident caused maceration and bleeding of the cancerous friable tissue. There was no serious injury reported as a result of this event and no treatment was required. The patient's condition at the conclusion of the procedure was reported to be "stable". Additional information stated that another stent was successfully placed the following month, and the patient's condition was reported to be "fine".